Event description:
The customer reported that they had tested the device every morning and the device displays the following warning "defective shock device". There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.